Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and 521 mg/dl. The customer was treated manually and with insulin pump. The customer had symptoms such as nausea abdominal pain. It was reported that the customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.